Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations due to an issue implantable pulse generator (ipg) with rate drop response. The ipg remains in use. No further patient complications have been reported as a result of this event.